Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was seized, jammed, and heavy moving. It was further noted that the coupling sleeve clamped. The assignable root cause was determined to be due to improper handling. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the quick coupling device was seized, jammed and heavy moving. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.